Manufacturer narrative:
Continuation of d10: product ID product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reports her controller is telling her battery needs to be replaced. Patient states she has been trying to get a hold of medtronic all week. Patient service specialist walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed it powers on. Patient confirmed the green light is blinking. Patient then connected the recharger and confirmed charging excellent. Controller is 80% and implanted neurostimulator is in the red. After a few minutes the controller showed battery empty, cannot provide stimulation, recharge your implanted device. Patient tried to charge again and was still seeing recharging excellent. Patient mentioned she has done a hard reset in the past. The troubleshooting steps that were taken on the call resolved the issue. Agent advised to continue to charge and monitor and see if this charges up. Pt became upset stating she has already done all this and doesnt charge. Pt called back and said they are still having charging issues. They are seeing software problem screen: 1-intellis 2-3.6 3-1546 4-a ppmanager.c. Rtm and controller port look intact. Pt called back in and reported they received the replacement controller, but now they are noticing the recharger is getting hot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.